Event description:
The customer reported to baxter (B)(4) a buretrol solution set in which the roller clamp does not close. The condition was identified during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection was performed and the results were satisfactory; all components were present, in the right position, and complete. The sample was submitted for an underwater leak test which revealed the roller clamp was defective as it allowed leakage into the assembly. (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.